Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Replacement unit. (B)(4). Please perform any necessary repairs on this pump at no charge to the customer since it is a replacement unit. Unit's ownership has been transferred to (B)(6) hospital since the customer is being provided with this lvp as a replacement (serial# (B)(4)) under new notification# 301551810. Customer updated ownership on sn (B)(4) after the RMA was created so ownership didn't align and the unit was shipped to a address we are unable to confirm/and contact. The customer has agreed to receiving a replacement and having the ownership of the lvp(serial# (B)(4)) transferred to bd should it be found. A copy of the email communication with the customer has been attached to this notification for reference. (B)(4).